Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. Where the customer's malfunction was confirmed. Additionally, a reportable malfunction was discovered, during the device evaluation: loss of image when wiggling the scope end. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that printed circuit board failure caused the no image phenomenon. Additionally, wear on the video connector locking lever was presumed to be the cause of the noisy image. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an image briefly and then went away. The issue occurred at preparation for use. There were no reports of patient harm.